Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model #: sc-3400-30. Serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2158-50. Serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model #: sc-4316, lot #: 15990755, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms of erosion, weeping and inflammation were observed at the pocket site. The patient was given antibiotics. The patient underwent an explant procedure of the entire scs system. The physician believes that the infection was not device related. The physician believe's it was caused by the patient.